Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not think the stimulator was working for about a week. A power on reset (por) message was seen when the patient turned on the patient programmer on (B)(6) 2017. The patient was redirected to the healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient they began urinating more at night so tried to turn on amplitude up, stimulation was not working at all. The patient stated a message come to see their doctor. The patient stated the healthcare professional (hcp) tried to get it on with her equipment and the patient¿s, no results all dead. The patient stated they were connecting with the hcp in 10 days to maybe get x-rays, the patient questioned if the wires were in place and talk to the hcp about reimplant. The stimulator not working and power on reset had not been resolved. The stimulator battery was dead. There were no further complications that have been reported as a result of this event.